Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/2/2024. H6 component code: c22 - photo analysis. H6 component code: g07002 no device returned. Photo analysis: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows six needles embedded in a base, none of which shows the tip of the needle. Based on the photo review, the event describe is not confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: did the needle fall into the patient? >yes, it was recovered. ¿ was the needle piece(s) retrieved during the same procedure? >yes, it was not saved. ¿ were x-rays taken to locate the needle piece(s)? >no, it was not necessary. ¿ what measures were taken to retrieve the broken piece? >standard. ¿ was there any additional tissue damage as a result of searching for the needle piece? >no adverse patient impact. - does a piece of the needle remain in the patient¿s tissue? >no. ¿ is there any plan in place to remove the needle piece in the future? >n/a ¿ if yes, please provide the scheduled date. ¿ what tissue structure the broken needle was located? >n/a ¿ what is the surgeon's opinion of consequences to the patient? >tbd - device return status. Please document the shipment tracking number: >suture discarded. Box sequestered. - please provide the source or name of person providing answers to follow-up questions: >point of contact, (B)(6) (on the behalf of dr. (B)(6)). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that the patient underwent a c-section procedure on (B)(6) 2024 and suture was used. During the surgery, a significant portion of the tip of the needle broke during the procedure. Unknown if the fragment was recovered. Unknown as to how the procedure was completed. There were no adverse consequences reported. Additional information was requested.